Event description:
In surgery drill tip broke off and remained in the patient. Surgeon did not remove the broken tip of the drill.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.